Manufacturer narrative:
(B)(4). On an unreported date, extraneal and physioneal therapies were reintroduced and hemodialysis therapy was discontinued. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported fungal peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and fever. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with the antibiotic briklin (intravenously (IV), dose, frequency, and duration not reported), the antibiotic vifosolin (IV, dose, frequency, and duration not reported), and an unknown antifungal (IV, dose, frequency, and duration not reported) for peritonitis. The day after the onset of the peritonitis, the patient's peritoneal dialysis catheter was removed and the patient switched to hemodialysis. Patient's health condition was reported to be improving, though the patient was still hospitalized at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was still hospitalized and his condition was improved however not yet recovered from the peritonitis event. Hemodialysis was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.